Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no other complaints. All information was investigated and the reported difficult or delayed positioning - anatomy appears to be related to patient morphology/pathology. While the difficult or delayed positioning associated with the difficulty grasping the leaflets was due to a combination of patient morphology/pathology and poor image resolution. The poor image resolution was due to a combination of patient morphology/pathology and procedural conditions as difficult visualization was reported due to patient anatomy. The reported tissue damage appears to be due to the procedural circumstances of difficult or delayed positioning (difficulty grasping). The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report while attempting to grasp the leaflet, leaflet perforation was suspected. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The first transseptal puncture was normal, but when the clip delivery system (cds) was advanced there was not enough height. Therefore, the cds was removed. A new puncture was made more superior which gave more height for the cds. The cds was advanced to the mitral valve and grasping was performed but it was difficult as visualization was not good due to the anatomy. Eventually, a good grasp was obtained laterally, but it was suspected that a leaflet perforation had occurred. Therefore, the clip was re-positioned more centrally and the clip was deployed successfully, reducing mr to 2-3. There were no more clips implanted as the physician thought the results were satisfactory. No additional information was provided.